Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure. Device analysis report attached. This report is submitted on september 7, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
The device was explanted on (B)(6) 2021, due to pain and poor device performance from activation. The patient has not been reimplanted with a new device as of the date of this report.